Manufacturer narrative:
Continuation of d11: product ID: 309101, serial# unknown, implanted: (B)(6) 2020, product type: screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 309101, implanted: (B)(6) 2020, product type: screening. Other relevant device(s) are: product ID: 309101, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative a broken pne lead almost at the surface of skin. A small hillock was left. The broken part of lead under dressing was not stretched and estimated to be 7 cm long. The hcp didn't feel that the patient had tampered with dressing or evaluation. The healthcare provider did not attempt to remove remainder of lead and instead told the patient it would be removed in a week when they completed evaluation of the second alternative lead. It was noted that the broken lead was not delivering stimulation. No further complications were reported/anticipated. Additional information received reported that the healthcare provider felt that all of the lead was in the dressing and not left in the patient. Therefore, this is a non-event and is resolved.